Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hsz. Device is an instrument and is not implanted/explanted. A review of the device history record revealed no complaint related anomalies. The device history record shows lot# 5642004 of 2.5mm drill bit/qc/gold/180mm was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed the drill blanks this lot was manufactured from ((B)(4)) and the raw material used to manufacture the blanks (5537950) both met all specifications with no anomalies noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The synthes complaint handling unit received a maude event report on (B)(4) 2014. Only additional and/or corrected information will be contained in this report. A copy of the maude report number (B)(4) is attached. This is report 1 of 1 for (B)(4).